Event description:
Angioseal device was inserted after cardiac catheterization. Pt had bleeding and a hematoma immediately afterwards. The pt received repair of the pseudo-aneurysm and removal of the angioseal on 1/9/98. Pt then had rebleed approx. 48 hours later on 1/11/98 and then expired on 1/13/98. Heparin had been restarted intermittently after cardiac catheterization due to prostaetic aortic valve, with therapeutic results obtained.